Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.1.-brand name corrected to arrow cvc set: 2-lumen 4 fr x 13 cm section d.4.-catalog# corrected to cs-14402 section d.4.-model# corrected to ipn055156

Event description:
It was reported that: "a disconnection occurred between the teleflex cvc and an extension line ICU (ref (B)(4)) involving a child patient. Consequence: the child did not have the full treatment and faced a loss of blood. The bleeding stopped because of coagulation at the level of one of the 2 lines of the catheter. The device is still used in situ on the patient, we are using only one line." It was reported "actions taken: immediate alcohol disinfection, we modified tubing settings, attempted unblocking of the line at the level of the hub: with no success. We re-connected the extension line. We called the anaesthetist for instructions: decision was made to soak the line in betadine then try to open the line in proximal then change all the tubing of the line. As we failed to unblock this defective line, we used the only viable line." The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "a disconnection occurred between the teleflex cvc and an extension line ICU ref (B)(4) involving a child patient. Consequence: the child did not have the full treatment and faced a loss of blood. The bleeding stopped because of coagulation at the level of one of the 2 lines of the catheter. The device is still used in situ on the patient, we are using only one line." It was reported "actions taken: immediate alcohol disinfection, we modified tubing settings, attempted unblocking of the line at the level of the hub: with no success. We re-connected the extension line. We called the anaesthetist for instructions: decision was made to soak the line in betadine then try to open the line in proximal then change all the tubing of the line. As we failed to unblock this defective line, we used the only viable line." The patient's condition was reported as fine.